Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged hw: usb port - not charging issue was verified, but the battery-not holding charge issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse effect to the customer's blood glucose level. The customer declined further assistance from tandem technical support regarding issue. Additionally, the pump's usb port was damaged resulting in the pump shutting off. The customer then experienced an elevated blood glucose level of 503 mg/dl. Customer addressed bg by administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.